Event description:
It was reported that during a laparoscopic appendectomy procedure, when using the device, one of the jaws fell from the tip of the instrument. There was no fatal effect for the patient. Surgery was prolonged five minutes. Unknown how case was completed.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the affiliate.information anticipated, but unavailable at this time.